Event description:
I had the essure device put in. About a year later, my hair fell out, severe pelvic pain, emotional pain, uti's , back pains. I began bleeding after 5 years. I end up having to have my tubes removed, to remove the device.